Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was evaluated by the manufacturer and the customer's complaint was confirmed. The ventilator's software was re-loaded and the sd card replaced to address the issue.